Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of burning sensation, itching, and open sores. The patient sought medical treatment from their doctor and used an otc medication. The patient reported following proper skin preparation guidelines.